Event description:
It was reported that during the attempt to place the stent in a distal segment of a tortuous vessel, which had been dissected, resistance was met before reaching the lesion. The stent became dislodged from between the markers at the site of resistance. The stent was implanted at the site of the resistance in healthy tissue. No pt injury was reported.